Event description:
Customer reported experiencing high blood glucose levels over several days, but the exact highest value was not specified. There was no adverse impact to the customer's blood glucose level beyond the high levels already noted. To address the issue, the customer administered correction injections using multiple daily injections (mdi) and engaged with technical support. Although no troubleshooting was completed, follow-up action has been arranged for further assistance.